Manufacturer narrative:
A beckman coulter field service engineer (fse) inspected the instrument and found that the r1 syringe was producing bubbles during aspiration and that the sampling unit was not level with the analyzer, potentially affecting the accuracy of sample aspiration. The fse replaced the r1 syringe and adjusted the sampling unit to level with the analyzer for correct aspiration and thus resolved the issue. Section a2, a4 and a5: information was not provided by the customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported generation of erroneous low ion selective electrolyte (ise) patient results which included sodium (na), chloride (cl), and potassium (k), and other metabolic panel assays on their dxc 700 clinical chemistry analyzer (pn b86444, sn (B)(6)). There was no injury, death, or delay/change in treatment associated with this event. The customer did not provide any patient data and/or patient demographics.